Event description:
It was reported the patient underwent a non-related surgical procedure and thereafter the ipg may have been affected by electrocautery. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting and surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott that the patient underwent a non-related surgical procedure and thereafter the ipg may have been affected by electrocautery. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Intervention has been rescheduled by surgery center. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.